Event description:
It was reported that an alert was detected for right ventricular automatic threshold (rvat) greater than programmed amplitude or suspended. This right ventricular (rv) lead was implanted eight days prior to this alert. A boston scientific technical services (ts) reviewed device data and determined the rvat failed due to low evoked response (ER). This patient presented to the clinic with small r waves, loss of capture and chest pain. A chest x-ray was performed and revealed cardiac perforation of this rv lead had occurred. Subsequently, the patient was transferred from their device clinic to the hospital where they were admitted and sent to the cardiovascular operating room (cvor) where a cardiovascular (cv) surgeon was able to successfully reposition the rv lead. The cv surgeon noted the patient did not exhibit pericardial effusion or hemodynamic instability while in the cvor. No additional adverse patient effects were reported.